Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer-reported complaint. The failure analysis found the primary finding of instrument grip-tips bent to be related to the customer-reported complaint. The instrument was found to have one (1) bent grip, causing them to be misaligned. The grips were not found to be cracked. Additional related observations were: the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found a bent grip tip that contributed to the wire insulation damage. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia procedure, tissue became caught in the hinge of the 8mm force bipolar instrument, and some tissue may still remain in the hinge. No fragments were lost inside the patient. According to the surgeon, the event resulted in a delay while waiting for a "new arm" to become available. The procedure was completed without any additional reported injury or bleeding. It was unknown whether there were any postoperative complications associated with the event, and the patient's status was unknown.